Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). There was loss of capture (loc) found and the patient had symptoms of dizziness. A lead revision was then performed in which the rv lead was surgically abandoned and replaced with a new rv lead. During the procedure it was found that there was an insulation break on the surgically abandoned rv lead. No additional adverse patient effects were reported.